Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the issue was resolved without any recurrence of the malfunction code after the reset.